Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had been experiencing leaking especially when sitting and standing up. She stated that she currently had the settings at 2.2v on program 3 and inquired how high she could turn stimulation up. She indicated taking vesicare and another medication when she first got device so she was not sure if that was why it seemed to be helping more or not. She stated she was no longer taking medications. The patient mentioned that she had a scheduled appointment with the healthcare professional (hcp) next week. Additional information from the patient reported that before the stimulation was installed they was contact everyday and things were going well. Once the stimulation was installed there was no contact and they were disappointed. They stated they had a bladder infection and they were treated with antibiotics for seven days. They started taking another prescription drug on the day of the report hoping that would help with their leaking. They did not want to give up the device, but hope it will improve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.